Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Unit was returned for an evaluation. Upon investigation, it was determined to be user error. After completion of an hhe, it was determined that there is no risk of potential injury to the end user if it were to reoccur.

Event description:
This report was originally submitted on 2/1/2019, and is being resubmitted on 6/18/2020 as the original report failed to go through. Eclipse 5 sn (B)(4) was returned to wuppertal for standard repair under case number 681285 from customer. Repair technicians noticed burns to pmb/bbb when inspecting the unit. Repair techs notified management. Customer sent replacement unit so investigation can be performed by chart. Awaiting for the customer to return the power supply used with device as per recommendation from san diego.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 8/28/2018, and is being resubmitted on 6/11/2020 as the original report failed to go through. Eclipse 5 sn (B)(4) was returned to (B)(6) for standard repair under case number (B)(4) from customer. Repair technicians noticed burns to pmb/bbb when inspecting the unit. Repair techs notified management. Customer sent replacement unit so investigation can be performed by chart. Awaiting for the customer to return the power supply used with device as per recommendation from (B)(6).